Event description:
Allegedly screw driver tip broke off using the torque limiting driver. The tip was just suctioned out and did not remain in the head of the screw. It added no more than 3 minutes to surgery.

Manufacturer narrative:
This is a reportable malfunction. Although several attempts have been made, no medwatch 3500a has been received from the user facility. Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and photographic images were made. (B)(4).